Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the stimulation was in the wrong location. The patient had pain. The patient also had a burning sensation. Additional information was received from the patient and their healthcare provider (hcp). It was reported that the cause of the stimulation being felt in the wrong location was unknown. The hcp reprogrammed the patient in order to resolve the issue. The issue was not yet resolved. On (B)(6) 2022, the patient reported that they changed from program 3 to program 6 and was having pain at 1.5. Patient changed from program 6 to program 5 per her request and again she was having pain at 1.5. Patient changed to program 7. She was feeling discomfort her leg and decreased the stimulation to 1.3. Patient advised to contact her clinician with concerns. Patient stated she had spoke with her doctor the other day and they will be removing her leads and replacing them for better results. Patient has been on all 7 programs. Additional information was received from the patient and their healthcare provider. It was reported that the ens battery was running low. It was also reported that the leads were replaced on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.